Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed high pressure alarm during infusion. No reported adverse effects.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis in good condition. The pump was inspected and psi test was performed and failed. Further investigation of the pump and determined that a faulty downstream occlusion sensor is the cause of the issue. The downstream occlusion sensor will be replaced.